Manufacturer narrative:
The investigation has been completed. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient implanted with an impella cp had limb ischemia. Distal flow to the right femoral artery was occlusive from the impella cp sheath. Antegrade and ipsilateral access was obtained, and a balloon angioplasty and mechanical thrombectomy were performed to restore flow to the distal foot. The patient was then transferred to the intensive care unit. Additionally, during support, the patient had absent right leg pulses and a reperfusion sheath was put in place. The patient was successfully weaned from the pump and survived.